Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive replace battery alarms and power loss alarms and batteries were only lasting only 3 hours. Customer's blood glucose was 340 mg/dl. Customer was upset and declined troubleshooting.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device passed the self test. Low battery alarm, power loss alarm, replace battery alarm and replace battery now alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage. After disconnecting and reconnecting the internal battery connector on the device was monitored and functioned properly. Unit received with scratched case and fading serial number.